Manufacturer narrative:
The insulin pump passed functional testing, but was received stuck in a motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. Excessive no delivery alarm could not be confirmed, due to motor error alarm. The device was also received with minor scratches on the lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer called and reported the insulin pump alarmed with no delivery five to six times during bolus delivery, and a motor error alarm was received, as well. Customer's blood glucose was 317 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. The infusion set cannula was found to be straight and not occluded. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.